Event description:
Patient was being defibrillated without difficulty. Then the monitor started to read "low battery" several times even though the monitor was plugged into a wall outlet. The defibrillator would not charge even though it had previously charged and delivered two shocks to the patient.